Manufacturer narrative:
Product was returned for investigation. The complaint was not confirmed. Return strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. Root cause could not be determined from the information provided by the customer. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required as product deficiency was not established.

Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(4) 2013, inratio 0.9, lab 2.26. Time between tests: 1 hour. Customer re-tested using a new box of strips (same lot). Inratio = 2.4. Time between lab and re-test was 1 hour. Customer is satisfied with the results from the new box of strips. Therapeutic range: unk.